Event description:
On an unknown date, a trifecta valve was implanted as part of a conduit. On an unknown date, the valve was explanted and a non-abbott valve was implanted. Per report the patient has been discharged. Additional information has been requested but has not been made available.

Manufacturer narrative:
An event of a trifecta valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.